Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5043136) in united states on 20-jul-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2011. The consumer reported that from the start she knew something was wrong. She had been at the hospital and to her family physician several times due to pain, swelling and heavy bleeding. She stated she lives in pain every day. She wanted to have essure removed but no one was willing to do it. The physician said he did nothing wrong. She has talked to several lawyers but none would help saying it's a conflict of interest because their wives use. She stated she lost several jobs because of taking time off from work due to pain. Disability or permanent damage was mentioned in FDA form but not assigned to one of the events. Product technical complaint (ptc) investigation result received on 24-jul-2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 03-aug-2015, no new clinical information provided. Follow up 05-aug-2015: ptc investigation results were re-opened (B)(4)) without major changes. No new information was provided. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had been at the hospital several times due to pain and heavy bleeding. The reported events, regarded as pelvic pain and genital bleeding, are listed in essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this particular case, the consumer related the events to essure insertion. Additionally, she reported daily pain, with need of medical intervention (she went to the hospital several times) and impairment of her regular activities (she stated she lost jobs due to pain). Considering the above mention information and in the lack of alternative explanation, causality between the reported events and the suspect insert cannot be excluded. Due to the disability and hospitalization reported; this case was considered an incident. In addition the non-serious event swelling was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.